Event description:
On (B)(6) 2025, the user reported experiencing high blood glucose (bg) readings with dexcom g7 continuous glucose monitoring (cgm). The user confirmed no leaks or infusion set issues with the 6 mm 23" inset and no alarms indicating interrupted insulin delivery. The user did not verify bg with a fingerstick but allowed the ilet to self-correct. At the time of the call, bg had returned to 117 mg/dl. The highest blood glucose (bg) recorded was 305 mg/dl. Bg was corrected automatically by the ilet. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.